Event description:
It was reported that during a lap donor nephrectomy the device fired across the renal artery and was ok. The device was reloaded and fired across the renal vein. When the device was opened, it looked like the gun had stapled on the kidney side but some of the staples on the patient side were missing. The patient bled and lost 5/6 units of blood. The surgeon converted to open and put his hand on the bleeding vein. After an hour and a half of controlling the bleeding, the surgeon then over sewed the stump. The patient's hemoglobin went down to 8 very quickly and the patient had a transfusion. The procedure was prolonged by approximately 90 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: the surgeon then emailed me: "the procedure had been fine up to stapling; absolutely routine without any problems on the left side I had not used any metal clips at all. The artery stapled fine gun location on the vein was not a problem and the gun action seemed normal. On release we had a major bleed from the renal vein stump which then retracted as it usually does. The staples on the kidney side were absolutely fine with all staples properly formed and secure. When we got digital control of the bleed after a hurried conversion it was obvious that only some of the staples on the caval side were present and most of these were not secure. The situation rapidly worsened as digital tamponade displaced the last remaining staples. Another surgeon and I then had the problem of grasping the open end of the retracted renal vein. This was a difficult problem as you can imagine. Per the territory manager, 'on what tissue type was the device used? At what location on the tissue? Renal vein as mentioned in the event description. On which firing(s) did this event occur ((B)(6)) 2nd firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Yes, one before, also white on renal artery. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. No clips used in case. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not mentioned. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Not mentioned. Was there any difficulty removing the device from the tissue? Not mentioned. What was the patient's pre-op diagnosis? Please provide the patient's sex, age and weight. What is the current status of the patient? Recovered. Is there any other additional information you would like to share about this device or procedure? See below: after the incident I received this email from the surgeon which also may help answer any further questions: "yes we had a major missfire on saturday at the london clinic and I spoke to (B)(6) on the phone this am about it in brief (B)(6) and I were operating the procedure had been fine up to stapling, absolutely routine without any problems on the left side I had not used any metal clips at all the artery stapled fine gun location on the vein was not a problem and the gun action seemed normal on release we had a major bleed from the renal vein stump which then retracted as it usually does the staples on the kidney side were absolutely fine with all staples properly formed and secure when we got digital control of the bleed after a hurried conversion it was obvious that only some of the staples on the caval side were present and most of these were not secure the situation rapidly worsened as digital tamponade displaced the last remaining staples (B)(6) and I then had the problem of grasping the open end of the retracted renal vein this was a difficult problem as you can imagine because at one point I had my finger in the open orifice of the vein as our only method of control we eventually got a couple of babcocks on the vein to close off the worst of the bleeding and were then able to elevate the vein sufficiently to get a sem across the junction of the vein and cava what followed was an oversew after about an hour of difficult surgery the donor is fine with an epidural and a large transverse incision she was never haemodynamically compromised she lost about 5 units and needed a 3 unit transfusion not a happy experience for all concerned " the analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.